Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the h12lp device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The eyelet part broke length way in two during insertion. The bone was very hard and the site was prepared with a punch. The surgeon claims he might have inserted the anchor like kneading. Per malfunction report, there is no plan to remove the anchor at this time. The implant is embedded in the bone.

Event description:
It was reported that during a laparoscopic gynecological procedure, the device was leaking air and could not get it to stop leaking. Another device was used to complete the procedure. There was no adverse consequence to the patient.